Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.4, h.6 and h.11. One opened I/a tip was returned for the reported issue of occlusion (blocked). The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for occlusion/leakage and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned sample was found to be visually and functionally conforming; therefore, a blocked tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the tip was manufactured to specifications. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic irrigation and aspiration tip was found to be blocked. Cataract surgery was scheduled. Details of patient impact was not reported.